Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The generator interface board, backplane, hard drive, x-ray lamp and smart switch were replaced. The grid holder to the image intensifier was also reattached. The system was tested and operated as intended.

Event description:
The customer reported the 9800 system has a loose image intensifier grid holder, the lift motor operation and the cine are not functioning. No pt injury was reported.